Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving bupivacaine (30.0 mg/ml at 9.987 mg/day), clonidine (150.0 mcg/ml at 49.93 mcg/day), and fentanyl (300.0 mg/ml at 99.87 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient was admitted to the hospital on (B)(6) 2016 with lower extremity jerking and hypotension. The patient did not complain of pain. The hcp recommended the patient present to the clinic for a decrease in his intrathecal infusion rate, as the patient was likely overmedicated following the rotation of opioid from hydromorphone to fentanyl. The device was reprogrammed for a 99.93% decrease in rate on (B)(6) 2016 . The etiology of the event was noted as related to the device or therapy, not related to the implant procedure, and related to the drug fentanyl with the action that caused the event being adding a new drug. The outcome of the event was noted as resolved without sequelae on (B)(6) 2016 . If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.